Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg), the right ventricular setscrew was difficult to turn. It was decided that the ipg would not be used and was replaced with an alternate. No patient complications have been reported as a result of this event.